Event description:
It was reported that the programmer exhibited an error message when turned on. The electrical cord and a few broken pieces of the cover were also missing. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of the programmer exhibiting an error message; an error was found in the programmer error log. The hinge cover was also noted to be missing, the printer keypad worn, and the power cord door damaged. A power cord was added. (B)(4).

Event description:
It was reported that the programmer exhibited an error when turned on. Technical support (ts) told the caller that if the programmer is cycle powered and the error clears, the programmer can be used. If the error reappears, the local sales representative (sr) will have to pick up the programmer from the clinic and return it for repair. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).